Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, last name unknown / not provided, additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that the implant fell out due to bone loss.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v ha 4.7 mm 4.5mm 13mm (tsvwh13) was returned for investigation with an unknown restorative and crown attached. Visual inspection of the as returned product identified signs of wear from use, what appeared to be dried blood and bone residue around the external threads and collar. The implant had no evidence of any damage or malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device width was measured with and was verified to match drawing specifications. The device length was unable to be determined as the crown could not be removed. The reported device was located on tooth # 5 and was implanted for 6 years 9 months. The customer did not provide pictures or x-ray images. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the dental implant fell out due to bone loss. The reported device was returned and the reported complaint could not be verified due to the nature of the event and lack of supporting evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.